Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the customer had depleted battery life. The representative reported that the insulin pump had cracks. The representative reported that there was condensation inside the insulin pump. The representative reported that the act button was sticking. The customer's blood glucose was unknown at the time of incident. The representative stated that the customer declined helpline assistance. The insulin pump will not be returned for analysis.